Event description:
It was reported that the patient¿ scs system was removed and a new system implanted. Ipg was replaced for new technology. Stimulation was restored post-surgery with no reported complications.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is estimated.

Event description:
It was reported the patient suffered a fall and afterwards began experiencing overstimulation. Diagnostics indicated high impedance readings on multiple contacts. Reprogramming was able to address the overstimulation; however effective therapy was unable to be provided. Surgical intervention may take place later.